Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to heat damage, which was observed during physical inspection. Evaluation observed heat damage to the processor printed circuit board (pcb) from a dislodged component of the backflex assembly. The I/o pcb shielding and rear case were replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device had heat damage. There was no patient involvement.